Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 for high blood glucose of 597 mg/dl. The customer reported experiencing nausea and his blood glucose would not lower after treatment with the insulin pump, leading to the hospitalization. The customer was treated with an IV and insulin. Customer's blood glucose was stabilized to 144 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting for the insulin pump found a flush drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. Pump received with minor scratched lcd window, and cracked reservoir tube lip. Pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.